Event description:
The clinician was performing a therapeutic radiofrequency ablation (rfa) on the liver of a pt. During the procedure a metal attachment was used with the coaccess electrode system. The procedure was reported to have been completed without problem. Subsequent to the proceure it was observed that the insulation on the cannula had peeled. The complainant reported that there were no adverse affects on the pt as a result of the reported malfunction.